Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service went on site and found no issues with the instrument. The message logs have been provided for investigation. The cause of this event is unknown at this time.

Event description:
The customer reported a false negative ctni result run on two stratus cs analyzers compared to another siemens lab analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The stratus cs was performing as intended. The customer performed an instrument system check before and after the discordant result and both system checks passed. Both levels of qc were within the expected ranges. The pipette aspiration pressure profiles for the false negative sample looks identical to other successful ctni runs from the same instrument, around the same time. The pressure tests that are done prior to each aspiration are also within their specifications. Based on this data, the root cause for the negative result cannot be determined.